Manufacturer narrative:
Reporter is a j&j employee. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a double drill sleeve for 1.5mm cortex screw is bent and a stardrive screwdriver shaft tip is twisted. There was no surgical procedure and patient involvement. This report is for one (1) stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part # 03.130.010, lot # h346676) was received at us cq. Upon visual inspection, it was observed that the distal tip (star drive feature) of the device was twisted. Due to the twisted condition of the tip, device functionality was compromised. The noted issue was consistent with the end of life indicators for the device. The complaint was confirmed for the received device. After a visual inspection per guidance provided in windchill document #, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: part number:03.130.010; synthes lot number: h346676; supplier lot number: n/a; release to warehouse date: 30jun2017; expiration date: n/a; manufactured by synthes monument. No ncrs were generated during production. Device history review: review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. : h3, h4, h6: the stardrive scrwdrvr shft/t4 50mm/self-retaining/hxc (part#: 03.130.010, lot#: h346676) was received at us cq. Upon visual inspection, it was observed that the distal tip (star drive feature) of the device was twisted. Due to the twisted condition of the tip, device functionality was compromised. The noted issue was consistent with the end of life indicators for the device. The complaint was confirmed for the received device. After a visual inspection per guidance provided, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities device history lot: part number: 03.130.010. Synthes lot number: h346676. Supplier lot number: n/a. Release to warehouse date: 30jun2017. Expiration date: n/a: manufactured by synthes monument. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.